Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. Failure analysis on the returned gas delivery system (gds) shows that the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported that the device failed both the airflow and the o2 flow accuracy tests at the 10 lpm setting. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 03sep2019. Correction, the following information was inadvertently omitted from the initial submission: during periodic maintenance, the manufacturer¿s international service technician reported that the orange power led failed. The manufacturer¿s international service technician replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Added additional device code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.